Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that "system check passed" displayed on her receiver 4 times in a 24 hour period, which occurred on (B)(6) 2016. No additional event or patient information is available.